Event description:
It was reported that during preparation, the packaging was stuck to the device. The apdl/6.3 flexima firm drainage catheter was opened and was stuck to the device. No patient complications were reported as the device was not used in the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).